Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was a potential epidural hematoma related to anticoagulation post operation. An MRI was done. Issue not resolved at this time. The patient is scheduled for an explant of system. No further complications were reported/anticipated.

Manufacturer narrative:
An update was made to reflect most accurate information. Additional codes added to reflect most accurate information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that there was a potential epidural hematoma related to anticoagulation post operation. An MRI was done. Issue not resolved at this time. The patient is scheduled for an explant of system. It was reported that the patient was admitted recent post op for scs implant. Patient was experiencing bowel bladder issues. It was reported that the patient was experiencing weakness and loss of movement below waist. It was determined that the patient had been placed on anticoagulants post op and had an elevated inr. MRI was ordered and scs explant was planned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the lead was removed on may 31.  The hospital was instructed to return the device after it was sent to pathology, but rep was not positive that will happen.  Rep did not cover the case and do not routinely work with the physician that was on call to remove the device. No further complications were reported/anticipated.